Manufacturer narrative:
B5; additional information received : it was reported the physician did not confirm the cause of the fracture was due to the calcification but mentioned that there was calcification present to provide context. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the applier, endoanchor cassette, guide, and dilator were returned. There was no damage evident to the products received. There was no fragment of the fractured endoanchor visible in the applier housing. The reported endoanchor fracture could not be confirmed through analysis. B5; additional information received : the physician does not believe the endoanchor came into contact with the metal of the stent graft. The distal part of the fractured endoanchor seemed secure in the graft/aorta so no action was taken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the endoanchor fracture could not be confirmed from the limited images provided. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed.. Procedural angiograms showing attempts to deploy the endoanchors were not received for a thorough analysis of the event. Possible anatomical causes of the anchor fracture include implanting into areas of calcification. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier can also contribute to an endoanchor fracture. Device evaluation summary: one (1) image was received from the accoint capturing a fragment of a fractured endoanchor. The reported endoanchor fracture was confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted during an unknown endovascular treatment. It was reported that during the procedure that one of the endoanchors appeared to have sheared off and broke while being deployed. The distal part of the endoanchor stayed in the wall of the aorta and the proximal part of the endoanchor came out, loaded in the applier. The broken endoanchor was removed from the applier by the physician and set aside. It was confirmed that at least 6 endoanchors had been successfully implanted when the fracture occurred. The endoanchor remains secure in the aortic wall and the broken endoanchor was removed carefully still loaded inside the applier. The physician removed it from the applier. Per the physician the cause device malfunction was not specified but the aortic wall was quite calcified. No additional clinical sequelae were reported, and the patient will be monitored.